Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery or power loss alarm noted during testing or in the insulin pump trace download. Device received with minor scratched lcd window, cracked case near belt clip rail corner, cracked case(battery tube), cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was in 400¿s mg/dl and was 473 mg/dl day before the day of reporting. The customer¿s parent also reported that the pump received power error detected alarm and post-reset ram crc alarm and during troubleshooting the customer¿s parent was asked to clear the alarm. The insulin pump will not be returned for analysis.